Event description:
Boston scientific received information that there was suspected exit block on this right ventricular (rv ) lead. A revision procedure was performed and during the extraction of this lead, the lead broke and was abandoned in the rv. A new lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.